Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023.

Manufacturer narrative:
No device analysis results are available as the device was not returned therefore investigation results are inconclusive. Per review of patient network database, the pes is able to turn on and connect with a replacement power supply, confirming replacement resolved the issue. Corrected information: the reported event was related to the cardiomems power supply cable and not the power extension cable and therefore does not fall within the scope of fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023.

Event description:
The patient reported sparking and exposed wires on the power supply. The power supply was replaced and there were no adverse consequences reported by the patient.